Event description:
It was reported that prior to an unknown procedure, the primary package was damaged. The tyvek tore at the opening. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.